Event description:
It was reported that during an aneurysm procedure, the operator deployed the stent using the subject microcatheter. Visual inspection confirmed that the stent was fully deployed and positioned as intended. However, while withdrawing the subject microcatheter, the operator felt a slight pulling sensation. Subsequent imaging revealed that the stent was slightly shifting as the subject microcatheter was retracted. Repeated gentle attempts did not resolve the issue, leading the operator to conclude that the subject microcatheter and the stent became entangled. The operator attempted to resolve the entanglement by advancing the delivery wire of the stent forward but was unsuccessful. Subsequently, a shaped guidewire was used to push forward, which also failed to disentangle the devices. The operator tried advancing an intermediate catheter, hoping to use it to retract the subject microcatheter and resolve the issue, but this attempt was also unsuccessful. Finally, the operator delivered a new microcatheter through the intermediate catheter. With this new microcatheter, the operator successfully pushed apart the entangled parts, separating the subject microcatheter from the stent. Upon examining the withdrawn subject microcatheter, the operator observed filamentous damage on its inner wall, which he believed had snagged on the stent. The patient's blood vessel experienced spasms, and the distal vessels were temporarily not visible under angiography. After the operation concluded, the patient's vessels gradually returned to normal. However, upon visual inspection, the physician noted a white radiopacity at the aneurysm neck, suggesting the formation of partial thrombus at the aneurysm neck during the procedure. The operator subsequently administered thrombolytic medication, and the vascular imaging returned to normal. As of now, the patient's condition remains stable.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter distal shaft was noted to be stretched. The catheter tip was noted to be damaged. The catheter polytetrafluoroethylene (ptfe) inner lining was noted to be protruding from the distal tip. During functional inspection a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The microcatheter was flushed, a 0.0158" patency mandrel was advanced through the microcatheter, significant resistance was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that while withdrawing the subject microcatheter carrying the stent, the physician felt a slight pulling sensation, leading the physician to conclude that the microcatheter and the stent had become entangled. Upon examining the withdrawn microcatheter, the physician observed filamentous damage on its inner wall, which the physician believed had snagged on the stent, causing the aforementioned issue. During the earlier troubleshooting process, the patient's blood vessel experienced spasms, and the distal vessels were temporarily not visible under angiography. After the operation concluded, the patient's vessels gradually returned to normal. However, upon visual inspection, the physician noted a white radiopacity at the aneurysm neck, suggesting the formation of partial thrombus at the aneurysm neck during the procedure. During analysis, the subject catheter distal shaft was noted to be stretched, the catheter tip was noted to be damaged and catheter ptfe inner lining was noted to be protruding from the distal tip. A 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The microcatheter was flushed, a 0.0158" patency mandrel was advanced through the microcatheter, significant resistance was noted. Based on a review of all available information and the analysis of the returned device it is probable that there may have been slight resistance advancing the stent within the microcatheter causing damage to the microcatheter and ptfe inner layer damage. The risk of the reported patient vessel thrombosis and patient vasospasm are both documented in the catheter¿s dfu, as potential adverse events which can occur as a result of these type of procedures. Therefore, an assignable cause of anticipated procedural complication, will be assigned to the reported events: ¿patient vasospasm non-serious¿ and ¿patient vessel thrombosis¿. An assignable cause of procedural factors will be assigned to the as reported events: 'device interaction with another device', 'catheter ptfe inner lining peeling' and the as analyzed events: 'catheter shaft stretched', ¿catheter tip damaged', 'catheter ptfe inner lining peeling' and ¿catheter shaft friction ' as these issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an aneurysm procedure, the operator deployed the stent using the subject microcatheter. Visual inspection confirmed that the stent was fully deployed and positioned as intended. However, while withdrawing the subject microcatheter, the operator felt a slight pulling sensation. Subsequent imaging revealed that the stent was slightly shifting as the subject microcatheter was retracted. Repeated gentle attempts did not resolve the issue, leading the operator to conclude that the subject microcatheter and the stent became entangled. The operator attempted to resolve the entanglement by advancing the delivery wire of the stent forward but was unsuccessful. Subsequently, a shaped guidewire was used to push forward, which also failed to disentangle the devices. The operator tried advancing an intermediate catheter, hoping to use it to retract the subject microcatheter and resolve the issue, but this attempt was also unsuccessful. Finally, the operator delivered a new microcatheter through the intermediate catheter. With this new microcatheter, the operator successfully pushed apart the entangled parts, separating the subject microcatheter from the stent. Upon examining the withdrawn subject microcatheter, the operator observed filamentous damage on its inner wall, which he believed had snagged on the stent. The patient's blood vessel experienced spasms, and the distal vessels were temporarily not visible under angiography. After the operation concluded, the patient's vessels gradually returned to normal. However, upon visual inspection, the physician noted a white radiopacity at the aneurysm neck, suggesting the formation of partial thrombus at the aneurysm neck during the procedure. The operator subsequently administered thrombolytic medication, and the vascular imaging returned to normal. As of now, the patient's condition remains stable.